Event description:
Customer reported an alaris IV set broke while it was in use on a patient. Event occurred on (B)(6) 2011 between 2:45 and 3 am. There was no patient harm. It is unknown how long the set was in use before the leak was noted and unk if any leak or anomalies were noted on priming. The user reported the pump alarmed for kvo and when she stopped the infusion, she noted the set broken in 2 at the silicone segment just below the upper fitment. No further details are available.

Manufacturer narrative:
Manufacturer's report date: 04/13/2011. (B)(4). The customer's report of the set breaking and leaking at the silicone segment was confirmed. The returned set was observed to be separated due to a slice cut on the silicone tubing. The silicone tubing was cut almost all the way through and then torn off. Crush marks were observed on the upper fitment. The root cause of this separation was not identified.